Event description:
During a lead revision surgery, the physician replaced the patient's ipg. The patient was complaining regarding charging difficulties prior to the surgery. The patient is reportedly doing well following the surgery.